Event description:
According to the reporter, during a procedure, when the middle and the lower interlobar of the left lung were being separated while sealing micro vessels with this product, regrasp alarm occurred frequently and the seal was incomplete. They replaced it with a new one and could use it without any problem after that. It was reported that there was an end tone heard.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device produced only a partial seal of the vessel and the device activated an alarm. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.